Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing a loss of stimulation in all areas except the abdomen. Impedances were checked which were normal. An x ray was performed and confirmed the lead did not migrate. The physician suspected that there might be some blood around the lead. The patient ended up undergoing a lead replacement procedure. The lead was explanted, and the patient was implanted with a new lead. The patient is reportedly doing well following the procedure. The explanted device will not be returned to bsc as the hospital lost it.